Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal pad patient in the rewarm phase. Patient had been rewarming for greater than 7 hours and was not at target temperature. Goal temperature was 36.5 and patient temperature was 35. Water temperature was 38c. They walked through troubleshooting, no alarms were present, flow rate was 1l/min. They suggested them increase skin contact to the pad, wrap the patient in warm blankets, and peripherally warm to help get the patient to normothermia. Nurse called me back 3 hours later and stated that patient was rewarmed to 36.5c but then dropped back to 36c and water temperature was 37c. They stated that took the patient off therapy, alerted nursing leadership, submitted a capital equipment complaint case, and told the physicians. The patient was no longer on the device when they spoke to them but was at normothermia. Per follow up information received via mail on 01sep2024, it was reported that representative came in and pulled the data and reviewed the machine and advised the staff that they could continue to use it. The representative took the pad that was used during this process for review. After reviewing the case the representative was increasing the maximum set temperature from 38 degrees to 40 degrees that the water temperature can get to. The patient was taken off the pad and finished rewarming by using the overhead warmer. The issue was resolved. No patient impact was reported.

Event description:
It was reported that the neonatal pad patient in the rewarm phase. Patient had been rewarming for greater than 7 hours and was not at target temperature. Goal temperature was 36.5 and patient temperature was 35. Water temperature was 38c. They walked through troubleshooting, no alarms were present, flow rate was 1l/min. They suggested them increase skin contact to the pad, wrap the patient in warm blankets, and peripherally warm to help get the patient to normothermia. Nurse called me back 3 hours later and stated that patient was rewarmed to 36.5c but then dropped back to 36c and water temperature was 37c. They stated that took the patient off therapy, alerted nursing leadership, submitted a capital equipment complaint case, and told the physicians. The patient was no longer on the device when they spoke to them but was at normothermia. Per follow up information received via mail on 01sep2024, it was reported that representative came in and pulled the data and reviewed the machine and advised the staff that they could continue to use it. The representative took the pad that was used during this process for review. After reviewing the case the representative was increasing the maximum set temperature from 38 degrees to 40 degrees that the water temperature can get to. The patient was taken off the pad and finished rewarming by using the overhead warmer. The issue was resolved. No patient impact was reported.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal pad patient in the rewarm phase. Patient had been rewarming for greater than 7 hours and was not at target temperature. Goal temperature was 36.5 and patient temperature was 35. Water temperature was 38c. They walked through troubleshooting, no alarms were present, flow rate was 1l/min. They suggested them increase skin contact to the pad, wrap the patient in warm blankets, and peripherally warm to help get the patient to normothermia. Nurse called me back 3 hours later and stated that patient was rewarmed to 36.5c but then dropped back to 36c and water temperature was 37c. They stated that took the patient off therapy, alerted nursing leadership, submitted a capital equipment complaint case, and told the physicians. The patient was no longer on the device when they spoke to them but was at normothermia. Per follow up information received via mail on 01sep2024, it was reported that representative came in and pulled the data and reviewed the machine and advised the staff that they could continue to use it. The representative took the pad that was used during this process for review. After reviewing the case the representative was increasing the maximum set temperature from 38 degrees to 40 degrees that the water temperature can get to. The patient was taken off the pad and finished rewarming by using the overhead warmer. The issue was resolved. No patient impact was reported.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. They suggested them increase skin contact to the pad, wrap the patient in warm blankets, and peripherally warm to help get the patient to normothermia. Nurse called back 3 hours later and stated that patient was rewarmed to 36.5c but then dropped back to 36c and water temperature was 37c. They stated that took the patient off therapy, alerted nursing leadership, submitted a capital equipment complaint case, and told the physicians. The patient was no longer on the device when they spoke to them but was at normothermia. Per additional information received, it was reported that a representative came in and pulled the data and reviewed the machine and advised the staff that they could continue to use it. The representative took the pad that was used during this process for review. After reviewing the case the representative was increasing the maximum set temperature from 38 degrees to 40 degrees that the water temperature can get to. The patient was taken off the pad and finished rewarming by using the overhead warmer. The issue was resolved. No patient impact was reported. A DHR review is not required as the serial number is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.